Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. The customer stated that the keys were not sensitive. No further details were given.

Manufacturer narrative:
The pump was received with all buttons unresponsive due to an unlocked lcd keypad connector. The pump had a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.